Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient's eye then it was noticed that the iol was in two pieces. The doctor removed the lens and implanted another lens of the same model without a problem. There were no complications such as a vitrectomy. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.